Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2008 and mesh was implanted. The patient experienced chronic pelvic pain following the procedure. The patient underwent a cystourethroscopy and excision of the mesh in (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic hysterectomy in (B)(6) 2008 and mesh was implanted. The surgeon opined the cause and contributing factor of the patient¿s chronic pelvic pain was mesh was palpably malpositioned under the bladder. It was reported on examination the patient¿s pain was able to be reproduced by palpation of the mesh. During mesh excision on (B)(6) 2014, the vaginal vault was smooth without exposure of vaginal mesh and there were no palpable masses. Postoperatively, the patient is doing well with improvement in pre-operative symptoms. The pelvic pain has resolved and the patient feels able to urinate better with a steady, normal stream and denies urinary incontinence.